Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they're having the problem of waking up with their bed getting wet. Caller stated that it's been a while since their last adjustment and that after their shoulder surgery in july, after trying to recuperate with the surgery, the symptoms began and they were not sure if it was a reaction to the surgery. Caller mentioned that they just met with their hcp within last november and their hcp just checked on how they were doing. Agent walked patient through connecting to their ins and patient increased their stimulation, but patient mentioned that they felt the stimulation in their stomach. Agent then had the patient decrease their stimulation until they don't feel stimulation in their stomach. Agent reviewed general therapy information and patient will continue to monitor their symptoms. Redirect to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.